Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found scratching and scuffing on the inner radius consistent with metal on metal construction. The rim is gouged. A large amount of foreign material remains stuck to the porous coating. Sem analysis - the taper of the returned device was reviewed via optical microscopy resulting in a consensus modified goldberg score of 4. A score of 4 corresponds to 'damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris'. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - m2a femoral head, catalog#: 11-173664, lot#: 227320. Taperloc femoral stem, catalog#: 11-103205, lot#: 990860. Customer has indicated that the product will not be returned to zimmer biomet for investigation. DHR was reviewed and no discrepancies relevant to the reported event were found. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-03956, 1825034-2017-01699.

Event description:
Patient¿s legal counsel reported patient underwent left hip revision procedure approximately nine years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to local adverse tissue effects and elevated metal ion levels. During the procedure oxidation of the trunnion and a discolored abnormal pseudocapsule were noted. During the procedure, the femoral head and acetabular cup were removed and replaced. An acetabular liner was also implanted. No further patient consequences were reported.